Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, an increased threshold resulting in a loss of capture was observed on the device. It was suspected the increased threshold was due to an av node ablation the patient had. No intervention has been performed at this time. The patient was stable and will continue being monitored.